Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to have vertical lines through the lettering. The pump was opened and the display screen was reseated without resolving the lines through the display. The pump display was replaced with a test display and the issue resolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas. The investigation revealed a failed display flex. This report is made based on the results of investigation.